Event description:
It was reported that the customer received repeated motor error alarms on the insulin pump during priming. The customer also stated she suspended the insulin pump to take a shower and upon resuming the suspend, she received a motor position encoder error alarm. The customer's blood glucose was 106 mg/dl. During troubleshooting, it was found that the insulin pump was not exposed to a strong magnetic field or magnetic resonance imaging machine. The customer was not using the sensor feature on the insulin pump. She was able to rewind the insulin pump and was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a broken reservoir tube lip, cracked battery tube threads, minor scratches on display window, missing end cap sticker, cracked reservoir tube and cracked case near display window corners noted during visual inspection. The insulin pump alarmed motor error during rewind due to corroded motor home switch. Unable to perform displacement test and confirm alarms due to motor error alarms.